Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results, provide additional event information. One 6f angioseal vip was returned for evaluation. The carrier tube assembly was mated with the hemostasis sheath and was in full forward lock position upon receipt. The anchor was posted at the tip of the sheath as can be seen in the attached pictures. A blood-like substance (bls) was seen on the returned components. The tyvek pouch was returned as well. During functional testing, upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance.the anchor was grasped and the suture/collagen was extracted and the tamper tube was revealed. The device worked as intended. Angioseal vip IFU art100041662 d (2016-01) was reviewed. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: the distal end of device cap completely covers the colored indicator band on the device sleeve. If the anchor catches prematurely, advance the device into the insertion sheath again. It may be necessary to push the device cap back into the rear holding position in order to get full extension of the anchor from the sheath. Then withdraw the device until the anchor catches correctly. Note: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function. Based on the state of the returned device it was apparent that the anchor posted as intended upon forward lock but user had not withdrawn the device to rear lock position. It is unclear based on the available information that why was the anchor unable to be posted. It is likely that either the device was deployed subcutaneously or the anchor posted prematurely. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional informaton was received on june 29, 2017. Hemostasis was achieved by manual compression. No excessive blood loss requiring intervention. The patient is in good condition. No harm to the patient. The procedure (coronary angiogram) outcome was good with no harm to the patient.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The user facility reported a similar event from the same product code/lot number combination. See MDR 3013394970-2017-00122. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is currently under investigation.

Event description:
The user facility reported deployment difficulties with the involved angio-seal device. The following information was provided by the user facility: the anchor was not deployed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.